Event description:
It was reported that a large volume infusor leaked from the bladder. The device was filled with fluorouracil and 120ml of glucose. This was observed during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) college. Should additional relevant information become available, a supplemental report will be submitted.